Event description:
It was reported that the patients ipg was replaced due to an unknown reason, during a non-device related back surgery. The explanted ipg was retained by the medical facility and will not be returned. Additional information was received that the physician opted to replace the ipg with a non-rechargeable, MRI compatible device. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 days ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7196899.

Event description:
It was reported that the patients ipg was replaced due to an unknown reason, during a non-device related back surgery. The explanted ipg was retained by the medical facility and will not be returned.